Event description:
While evaluating a returned therapy pca, it was identified by an authorized technician that the component was responsible for a series of charge shock failures during operational testing. There was no patient involvement.